Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 62 mg/dl (advantage) and 21 mg/dl (paramedic's meter) customer was experiencing low blood sugar symptoms at the time of the reading of 62 mg/dl, and customer's daughter called 911. Paramedics obtained the reading of 21 mg/dl when they arrived 5 minutes later, and treated the customer with an IV (contents unknown). There was no delay of treatment based upon the advantage meter reading. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Technician alleged that the brake was not holding. No one was hurt or injured.